Event description:
Patient revised to address femoral loosening, found bone cement bonded to femur but none on bone at femoral condyle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.